Event description:
The customer's dad reported that the customer had a button error alarm on the insulin pump. Caller stated that the school called because, the buttons were not working and the customer received a button error. Customer's dad took the battery out since the buttons would not turn the alarm off. Customer's blood glucose was 266 mg/dl this morning and after lunch it was 76 mg/dl. Caller stated that the pump has not been dropped or bumped. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Caller agreed to the loaner pump but not to returning the pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The buttons on the insulin pump were unresponsive due to corroded keypad traces. No button error alarms noted. The device had cracked case at the display window corner, cracked reservoir tube, cracked battery tube threads, minor scratches on the display window, and missing end cap sticker.